Event description:
Per the clinic, the patient developed an infection at the implant site and was prescribed oral antibiotics (date not reported). Subsequently, the device was explanted (B)(6) 2015 and the patient was placed on IV antibiotics post operatively.

Manufacturer narrative:
(B)(4). Device not available for analysis.